Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect component and installed it on a known good vela ventilator unit. The events log showed multiple "xdcr (transducer) fault" errors. The exhl (exhalation) differential xdcr test failed and the exhl differential pressure calibration failed. The reported malfunction was duplicated and the root cause was found to be faulty transducers. This issue will be internally investigated.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the tidal volume (vt) was out of range and transducer (xdcr) fault alarms occurred triggered. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.